Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that a patient was treated on (B)(6) 2023 with transcervical fibroid ablation for an 8cm transmural fibroid with intracavitary portion then resected with a myosure tissue removal system in the same episode of care. The patient did well until she presented on (B)(6) to the emergency room with complaint of fever and leukorrhea. Patient was observed hypotensive and was pan-cultured and underwent emergency CT while in the emergency room. The CT scan revealed a fibroid that had decreased to 5 cm but no other findings to note. Her lactic acid on admission was 3.3 and additional lab tests were consistent with renal insufficiency. She was admitted with a presumptive diagnosis of ¨sepsis¨, blood cultures grew out ¨fusobacterium necrophorum¨ which can be commensal part of the vaginal and gastrointestinal flora. The patient received broad spectrum parenteral antibiotics and after 24 hours her lactic acidosis had disappeared, and she was transferred to the floor. Patient was discharged and was in stable condition on (B)(6) 2023.